Event description:
The graft was implanted in 2000. When the pt was undergoing another surgery for a different reason, the doctor had noticed a hematoma forming on the graft. The graft was replaced prophylactically with a new graft. The graft was not reported to have been defective.